Manufacturer narrative:
Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer changed pump supplies multiple times to address occlusion. Customer's blood glucose was 396 mg/dl. Customer was using fiasp insulin which is not labeled for use with the pump. Upon follow up, customer reported to have changed insulin type to novorapid and no further occlusions occurred.